Event description:
The customer reported that he was not receiving an image on his olympus evis exera iii video system center with anything other than his 190 series scopes during procedure preparation. There was no patient harm or consequence reported as a result of this event.

Manufacturer narrative:
The device has not been returned for evaluation. If additional information becomes available prior to the conclusion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
Upon further review - this file has been discovered as a duplicate of report with patient identifier (B)(6). Moving forward, all event details will be reported out under that record.